Event description:
It was reported by the sales representative that the patient had a reported pulmonary artery intimal injury as a result of the use of the endovent pulmonary artery catheter, ev. The exact occurence date is unknown as by phone call from the surgeon he stated " this happened about 7 days ago" per the sales rep. The surgeon first became concerned when he noticed there was a flow reduction in the pa artery and couldn't wean the patient off bypass. He noted two injuries to the intima of the pa vessel at the bifurcation upon surgical exploration of the pulmonary artery. It was reported to edwards on (B)(6) 2013 via a conference call with the surgeon that the patient had passed away as a result of her injuries. The exact date of death was not supplied. The product and lot number are unavailable for this event as they were discarded by the hospital.

Manufacturer narrative:
The device was not retained by the hospital and the lot number is unknown. A product evaluation and review of manufacturing records could not be performed for this event. The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation. An engineering evaluation into the root cause of this adverse event is currently underway.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation. Vascular injuries and perforations is listed as a potential complication in the product IFU. The IFU further notes: warning: once placed in the body, the endovent pulmonary catheter should be manipulated only while observed with fluoroscopy, transesophageal echocardiography (tee) or while monitoring pressure at the catheter tip. Warning: if resistance to inflation is encountered, deflate the balloon and re-evaluate catheter position. Warning: avoid prolonged inflation while the catheter is in the wedge position. This may be an occlusive maneuver and may result in pulmonary infarction warning: the venting line must have a vacuum relief valve between the patient and the bypass pump. Overly vigorous venting without a vacuum relief valve may cause injury to the patient. Warning: if resistance is felt when removing the endovent pulmonary catheter through the catheter introducer sheath, do not exert excessive force. Verify that the balloon is fully deflated and the stopcock is closed. If necessary, position the fluoroscope over the heart, and then remove the endovent pulmonary catheter and catheter introducer sheath as a unit to prevent damage to the endovent pulmonary catheter or injury to the patient. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. Additional instructional training was given to the surgical team involved in this event to prevent a future events. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.